Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant procedure that the rv lead was attempted but not used as the suture sleeve "snagged" the lead's insulation. The atrial lead was also not implanted, with the physician opting to use a pre-formed active j. No patient complications were reported as a result of this event.